Event description:
It was reported that pump displayed malfunction alarm code 16, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using pre-paid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, which was arranged by technical support.